Event description:
It was reported to philips that there was a collimator problem. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the collimator which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the shutters were unavailable and it may expose outside detector area. Upon troubleshooting fse checked the 24volt power supply, led indicators, configurations and can communications were all normal and reload the xdc board software but still the issue persists. After that fse found that shutter was not available and the collimator was defective. To resolve this issue, fse replaced collimator. The defective collimator was returned to philips for further analysis and found that there was failure in x shutter and malfunction in xdc board. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.